Manufacturer narrative:
On 6/24/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the returned elevator is showing wear, yellow tape marking and a broken tip. Without knowing how often the elevator was used and what angle of the elevator to the tooth during leveling, excess force applied to the tip of the instrument may have led to the tip breaking. The instrument will sent out to the supplier as a supplier notification. The complaint is confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports tip broke off, no injury. On (B)(6) 2016 customer has no further information.